Event description:
On (B)(6)2010, a pt contacted the johnson & johnson visioncare (B)(4) affiliate to report an adverse event. The pt reported presenting to the (B)(6) eye clinic and being diagnosed with a corneal ulcer. On (B)(6)2010, the affiliate contacted the (B)(6) eye clinic to request additional information. The office clerk confirmed that the pt's medical record noted that the pt slept in 1-day trueye narafilcon a lenses the day prior to presenting on (B)(6)2010 when the pt was diagnosed with a corneal ulcer in the right eye. The pt was treated with cravit, bestron, panmycin eye drops, and tarivid eye ointment and seen for follow up visits (B)(6)2010, (B)(6) 2010, (B)(6)2010, (B)(6)2010, (B)(6)2010, and (B)(6)2010. The pt's medical record also noted on (B)(6)2010, "symptom improved." The pt was allowed to resume contact lens wear and instructed to return to the clinic in 2 weeks. No additional information is available at this time.

Manufacturer narrative:
The lot number of the product in question is unknown. The product in question was not available for return for evaluation at this time. The medical director of the clinic accepted an interview on (B)(6)2010. Will report any additional information within 30 days of receipt. Since a corneal ulcer may or may not be a serious adverse event, this event is being reported worst case. Based on the limited information available, no further investigation can be conducted at this time. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device not returned. No evaluation will be performed. No conclusion can be drawn.